Event description:
As reported: "fracture of the gamma nail without trauma. Revision surgery was required. Patient got up from the toilet the day before and suddenly experienced stabbing pain."

Manufacturer narrative:
Correction: please refer to section h6 clinical signs codes. The reported event could be confirmed, since the nail was returned broken, as reported. The device inspection revealed the following: the returned implant is broken in two at lag screw hole. Both parts have been returned for inspection. The lag screw was also returned. Heavy material damage caused by misaligned drilling can be observed, which most probably weakened the device and contributed to the breakage. This is confirmed by the significant signs of wear (shiny areas) on both sides the lag screw hole, and more importantly on the distal portion. Heavy marks can also be observed on the lag screw. This may indicate there was displacement of the lag screw due to high loads, associated with the breakage of the nail. The microscopic inspection revealed the breakage originated in the lateral side of the nail. The presence of rest lines, a relatively smooth fracture surface on initiation side and abrupt feature on the other side give evidence of a fatigue fracture. Signs of a rapid fracture are visible in both distal and proximal portions of the nail, giving indication the implant broke suddenly under high load. The broken nail was returned for evaluation and no product related issue could be detected. Neither x-rays, nor operation report, nor additional details about patient activity or medical history was available. Therefore, the root cause of the breakage cannot be defined. The evaluation of the nail has shown that fatigue caused by high loads did lead to the breakage of the device. The visible drill marks also played a certain role as such marks have an influence on the lifetime of the nail. As a reminder, the operative technique states the following: in the event the nail is damaged during lag screw reaming, the fatigue strength of the implant may be reduced which may cause nail to fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "fracture of the gamma nail without trauma. Revision surgery was required. Patient got up from the toilet the day before and suddenly experienced stabbing pain."